Event description:
The cirrus model 4000 spectral domain optical coherence tomography (oct) unit that we use for screening tests for glaucoma does a "guided progression analysis" whereby the pt's prior tests are compared to the current day's testing in order to detect changes. On this day, one pt's gpa analysis for one eye imported 2 previous exams from the wrong eye of the wrong pt. This wrong pt had testing on the same 2 days in the past as pt kp.